Event description:
It was reported that the 980 ventilator incorrectly displayed that the extended self testing (est) was not ran. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that the 980 ventilator incorrectly displayed that the extended self testing (est) was not ran.  The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issue, and replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). The ventilator passed all tests and calibrations according to the manufacturer's specifications at the time of service. The bio-medical engineer at the facility spoke with the medtronic technical phone support and they suggested the line 2 interface printed circuit board (pcb) and the usb be replaced. The medtronic field service engineer (fse) replaced the line 2 interface pcb and the usb to correct the problem with the ventilator losing memory of the last est, evaluated the ventilator memory logs and found several voltage out of range code at which time the fse replaced the direct current (dc) - dc pcb. One dc-dc pcb was returned to medtronic for failure anlaysis. A visual inspection of the returned part was conducted and no anomalies were observed. The pcb was attached to the failure investigation test ventilator for analysis. The unit was powered up. The ventilator powered up normally and no errors were recorded in the diagnostic logs. The unit was placed in normal ventilation node, during ventilation the ventilator alarmed with and generated multiple relevant diagnostic codes. The fault was isolated to capacitor c83 on the returned dc-dc pcb. The likely cause of the event was isolated in the field to a potential fault in line 2 interface pcba. The secondary finding related to the dc-dc pcb has an existing internal investigation and not related to the reported event. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d9 was updated due to part return coding update due to part return section h6 component code - remove g02005 and add g0200702. H3: device evaluation summary: updated due to additional evaluation of returned parts medtronic conducted an investigation based on all information received. It was reported that the 980 ventilator incorrectly displayed that the extended self testing (est) was not ran.  The device was available for evaluation. The bio-medical engineer at the facility spoke with the medtronic technical phone support and they suggested the line 2 interface printed circuit board assembly (pcba) and the usb be replaced. The medtronic field service engineer (fse) replaced the line 2 interface pcb and the usb to correct the problem with the ventilator losing memory of the last est, evaluated the ventilator memory logs and found several voltage out of range code at which time the fse replaced the direct current (dc) - dc pcba. Ventilator passed all the tests and calibrations as per the manufacturer's specifications at the time of service. One dc-dc pcba was returned to medtronic for failure anlaysis. A visual inspection of the returned part was conducted and no anomalies were observed. The pcb was attached to the failure investigation test ventilator for analysis. The unit was powered up. The ventilator powered up normally and no errors were recorded in the diagnostic logs. The unit was placed in normal ventilation node, during ventilation the ventilator alarmed with and generated multiple relevant diagnostic codes. The fault was isolated to capacitor c83 on the returned dc-dc pcb. If this occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The line interface 2 pcba was returned to medtronic for further analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. One usb flash drive was returned to medtronic for further analysis. Visual inspection found no anomalies. The returned usb flash drive was installed in the test ventilator and found the unit displayed the 'service required & serial number mismatch' on the gui screen during the service mode. The serial no. Of the unit was downloaded and found the unit generated the code logs initialization failure while entering the service mode. The analysis determined that to be faulty usb flash drive. The cause of the event was isolated to a faulty usb flash drive of line 2 interface pcba. The secondary finding related to the dc-dc pcb has an existing internal investigation and not related to the reported event. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.